Manufacturer narrative:
The customer reported leaking from the port closest to the patient, and returned one used sample of material 2426-0007, lot 25073018. Upon initial visual examination, the set verified the complaint of leakage, and the tubing was inserted incorrectly into the smart site. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant found the root cause for the leakage to be related to incorrect tubing application by the assembler. The plant addressed the issue by notifying all production personnel, and reinforcing the use of tubing application fixture, and

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that today we administered IV magnesium to the patient in room 3004 and the IV tubing started to leak on to the bed and shoot out from the closet port to the patient. The tubing was newly removed from a package in the south med room. It seems to have a crack on the inside.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed